Manufacturer narrative:
The wheelchair collapsed as it was being transported in the back of an ambulance. No injuries reported. The action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
The wheelchair collapsed as it was being transported in the back of an ambulance. No injuries reported. The action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).